Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system discrepancy report from the built-in station printer was generated. The technical support specialist (tss) used the knowledge article "1.5.2.1 thermal printer prints gibberish on new devices" to install the newest thermal printer drivers and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es discrepancy report printed gibberish from the built-in printer and produced long strips of paper with unreadable text. Customer stated that other reports, such as the resolved report printed normally from the same printer, and the issue was only occurring with the discrepancy report. However, there were no delays or adverse events or injuries reported based on this event.